Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 2.50 x 48mm synergy xd drug eluting stent was used but failed to advance. Furthermore, when the stent was taken out from the body, it was confirmed that the proximal edge of the stent mounted on the balloon was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 2.50 x 48mm synergy xd drug eluting stent was used but failed to advance. Furthermore, when the stent was taken out from the body, it was confirmed that the proximal edge of the stent mounted on the balloon was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). (E1) initial reporter city: (B)(6). Device evaluated by MFR: synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts in a lifted state. The undamaged crimped stent outer diameter was measured using snap gauge and the result was 0.0390", this is within maximum crimped stent profile measurement. Profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014 test guidewire loaded successfully. No other issues were identified during the product analysis.